Manufacturer narrative:
The actual device has been returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed the complaint. The assignable root cause was determined to be due to mishandling by dropping the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cochlear implant surgery the electronic foot pedal device was discovered to have four screws broken off the bottom, it looked like the device ¿may have been dropped¿. Further clarification provided stated that the device ¿came apart during use¿. There was no delay to the reported surgical procedure as an identical spare device was available. There was patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.